Event description:
It was reported that during a da vinci-assisted surgical procedure, bipolar energy was not working. The customer first attempted troubleshooting by swapping to a new instrument, swapping the bipolar cable, reseating the cable multiple times, and trying both the upper and lower bipolar ports. The customer also confirmed there were no errors on the energy generator and that the connection was being recognized at the generator. The technical support engineer (tse) then recommended performing a power cycle of the energy generator, but this was not done at that point in the procedure due to case timing, and the customer indicated they would try it when possible and call back if needed. It was later reported on callback that bipolar energy was still not working. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has received the iesu for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.